Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No rewind anomaly noted. Insulin pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert and unexpected battery power loss noted. Insulin pump received with minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that the insulin pump was rewinding slowly. The customer¿s blood glucose level was unknown. The customer also stated that when battery get low the pump did not work well. The insulin pump will not be returned for analysis.